Event description:
Essure micro-inserts were placed post partum. Pt started to experience severe pain and had them removed by another physician. No info was able to be obtained from the physician who removed the devices.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.